Event description:
The patient's executor reported that in 2006, the pt had one cypher stent placed in the obtuse marginal (om) artery for an unknown reason. The executor reports that in 2008 pt experienced a "probable acute mi or arrhythmia" which resulted in death. The executor stated that pt was found in his home at the bottom of the basement stairs and that the pt "possibly fell down stairs". No other info available.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device(s) met quality requirements for product acceptance. Additional info has been requested and will be submitted within 30 days of receipt.